Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted due to endocarditis and (B)(6) in her feet. Noise was noted on the rv lead and damage of the lumen on the ra lead. No further information is available.